Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that air bubble almost continuously profusely to the surgical field had to pause surgery multiple time and after that in fluid air exchange (fax), using cutter to aspirate the solution out for exchanging air. But air was not coming out during retina surgery. The product was changed to new one. There was no report of patient impact. This report pertains to probe (cutter) involved in this reported event.

Manufacturer narrative:
Based on information received following submission of the initial report, it was confirmed that, the air not coming out, does not refers to aspiration issue as the issue was about air bubbles. Hence, it is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The reported event does not meet the criteria for further reporting. No further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.